Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-00985 - device 10 of 10 (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient faced an event of leakage with ten infusion sets due to some leaks on the reservoirs. This lead to high blood glucose levels. Patient's blood glucose at the time of event was 20 mmol/l. Patient used insuline pump as treatment. No further information available.